Event description:
It was reported the patient presented with chest pain two days post implant. The right atrial (ra) lead exhibited undersensing with a significant drop in p-waves since implant and increased and high thresholds. Troubleshooting and testing were performed and a micro perforation was confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.